Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphadenopathy, seroma, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿free liquid", ¿liquid fluid running around the prosthesis¿, ¿tumor that reported granulomatous lymphadenitis", and "axillary adenopathy¿.

Event description:
Healthcare professional reported right side ¿free liquid", ¿liquid fluid running around the prosthesis¿, ¿tumor that reported granulomatous lymphadenitis", and "axillary adenopathy¿. The device remains implanted.